Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. The reported condition of a melted "sterility" cap was not confirmed. Visual examination of the sample showed no signs of physical abnormality. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an intermate had a melted "sterility" cap. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The facility did not have information regarding whether there have been any reports of patient involvement, patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.